Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported blood glucose results of 12.0 mmol/l on customer's mobile system, 1-3 minutes later 2.1 mmol/l on a non-roche system at a time when the customer presented symptoms of hypoglycemia. Mother gave unspecified treatment and stabilized customer. A request was made for the return of the meter and strips.